Manufacturer narrative:
Evaluation: refer to results of investigation below. Testing was performed using an in-house file kit of axsym troponin-I adv reagent list 2j44-22, lot number 95636m500. Three axsym instruments were calibrated and controls were run to validate the curve. Six replicates each of axsym troponin-I adv panel level ii and panel level iii were tested across all three instruments and repeated again for a total of 6 runs across 3 different instruments. The validity and acceptance criteria were met. No instrument flagged errors were generated and the grand mean concentration for the panel level ii and panel level iii were within the acceptance criteria. Customer complaint data was reviewed and no adverse trends were identified. The axsym troponin-I adv package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Event description:
The account stated that an elevated axsym troponin-I adv result was generated. A patient came into the ER with a panic attack. The following troponin results were generated: 12 am - 0.06 ng/ml; 6 am - 0.34 ng/ml; 10:23 am - 0.11 ng/ml, 12 pm - 0.08 ng/ml, 6pm - 0.05 ng/ml. The account's ranges are <0.04 is normal; 0.04 - 0.16 is indeterminate and >0.16 is a panic value. The patient was transferred to a sister hospital. The sister hospital performed a ckmb and EKG with normal results. The patient underwent a cardiac catheterization which showed no blockage. The same samples were also run on the bayer centaur at the sister hospital with similar results. The 12 am sample was 0.061 ng/ml, 6 am sample was 0.362 ng/ml, 10:23 am sample was 0.15 ng/ml, 12 pm sample was 0.15 ng/ml, and 6 pm sample was 0.067 ng/ml. The sister hospital uses a cutoff of 0.40 as a positive/panic value.